Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to wear of the humeral bearing. The glenosphere, humeral tray and humeral bearing were reportedly removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect states, "wear and/or deformation of articulating surfaces."